Manufacturer narrative:
The damage found was sustained the during surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during a device change out procedure, upon lead repositioning physician noticed blood in the rv lead. Physician suspected this may affect impedance value in the future. Lead was explanted and a new lead was implanted. The new lead had normal values for threshold, sensing and lead impedance. Patient was stable.